Event description:
Pt's aortic neck was severly angulated. After placement of main body graft a very large proximal type I endoleak was noted to be present. The procedure was converted to an open repair and the pt is doing well at this time.